Manufacturer narrative:
Per the user guide: if your transmitter and pump are farther than 20 feet apart or are separated by an obstruction, they might not communicate or the communication distance may be shorter and result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter intermittently lost connection with the pump for over 15 minutes. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.